Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has not used or recharged the ipg system as recommended. In turn, the pt has lost stimulation and the ipg is unable to communicate with external devices. F/u identified the pt will undergo surgical intervention.